Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to chronic effusion, reduced range of motion (+15 to +80 degrees), pain and loosening of the tibial component at the cement to implant interface. Competitor cement was used. She had a previous poly revision by the surgeon on (B)(6) 2016. She had a flexion-extension gap mismatch of 4mm. The attune tibial tray came out with relative ease although sales rep was sure that the surgeon also checked the fixation of the tibial tray when he did the first revision with poly exchange back in 2016. The tray came out with ease and no cement on the back of the tray. Doi: (B)(6) 2015; (B)(6) 2016 ( tibial insert ), dor: (B)(6) 2020, right knee.

Event description:
It was confirmed that the tray was not loose.

Manufacturer narrative:
Product complaint # (B)(4). His report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added b5. Corrected device code 1068 for loss of or failure to bond was removed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.